Event description:
It was reported that deflation failure, removal difficulty, and device detachment occurred. A 5.00 x 12mm synergy megatron drug eluting stent was deployed in the renal artery. However, following deployment, the balloon would not deflate and there was difficulty withdrawing the balloon from inside the deployed stent. Attempts were made to deflate the balloon more. The balloon had become caught on the stent, and part of the stent broke off. Everything was removed and the procedure was completed. No patient complications resulted in relation to this event.

Manufacturer narrative:
Date of event was estimated based on the aware date and the event date was not reported.